Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon eval, the j7 connector was not soldered in side ECG electrodes c and d. The cause for the non-functional electrodes is the lack of solder at the connector. The root cause of the lack of solder is a mfg error. A corrective action was issued for this error. No adverse event resulted from the lack of solder connection.